Manufacturer narrative:
Device evaluated by MFR. The quantum maverick catheter was received inside a carrier tube (hoop) with a quantum maverick product pouch label that matched the information on the device. Magnified inspection revealed no damage or irregularities. When positive pressure was applied with the inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 5mm from the proximal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The reported hub damage was not confirmed. There was no evidence of any product quality deficiencies contributing to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a coronary angioplasty, hub breakage occurred. While unpacking a 15mm x 3.0mm quantum maverick balloon catheter, the devices' hub was noticed to be broken. The device was exchanged with a different device and the procedure was completed. However, upon device analysis revealed balloon pinhole.